Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that as the surgeon attempted to implant a 12.6mm vicmo12.6 implantable collamer lens, -1.25 diopter, into the patient's right eye (od), he noticed an 'indent' on the lens optic during loading, prior to injection. This occurred on (B)(6) 2017. The lens was not implanted and there was no patient contact.

Manufacturer narrative:
Additional narrative: attempts to obtain further information have been unsuccessful. Lens work order search: no similar complaint types reported for units within the same lot. (B)(4).